Manufacturer narrative:
The device was returned and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the device had air leakage from the boot on the video connector side. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h3, h4, h6, h10. The reported allegation of air leakage from the boot of the vide connector side was confirmed. The device evaluation found that the connector was flooded. Based on the results of the investigation, the cause of the flooding could not be identified a review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the device had air leakage from the boot on the video connector side. There was no patient involvement.